Manufacturer narrative:
On (B)(6) 2016: during follow up with tandem certified diabetes educator (cde), the customer reported that their issue was resolved. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had resistance when attempting to push the needle into the cartridge. The customer stated that sometimes the needle and cartridge were changed yet the issue continued. The customer stated would resolve the past issue by taking the needle out and putting the needle back into the cartridge-septum about 3-4 times until the plunger can be pressed down, and the insulin would go into the cartridge as expected. The customer stated blood glucose level was not impacted.